Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with patient's pd treatment. There was a pressure leak alarm in drain 1 of 4. Treatment cancelled. Cycler was rebooted but cassette door popped open with a popping sound and the cassette and fluid came out. There was no fluid in the pump module but there was fluid coming from the cassette. In a follow up, the patient's caretaker who is the mother and a nurse at fresenius dialysis clinic verified the fluid leak. The caretaker said there was fluid found in the cycler. The caretaker said the patient was diagnosed with peritonitis on (B)(6) and is currently in the hospital. During another follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2026. Following discharge, the patient began utilizing a replacement liberty select cycler without any reported issues. The pdrn attributed causality to a liberty select cycler/liberty cycler set fluid leak which occurred on (B)(6) 2026, however the cause of the fluid leak itself remains unknown. The cycler set is available to return. The cycler is still at the patient's home without any plans to return.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to the liberty select cycler and/or liberty cycler set fluid leak, however the cause of the fluid leak itself remains unknown. Patients with esrd are at a higher risk of acquiring infections than the general population, due to their weakened immune systems. Additionally, staphylococcus aureus is present on the mucous membranes and skin of humans, and is the most frequent organism associated with peritoneal infections. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. Given the occurrence of the confirmed fluid leak, the timeline of events, and no manufacturer evaluation of the suspect device or product, this clinical investigation cannot exclude the liberty select cycler from having a possible causal or contributory role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.